Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional patient code: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid at 7.5 mg/ml concentration and dose of 2.7495 mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported the patient was not feeling well, had cold sweats and pain following a MRI on (B)(6) 2016. The patient's husband was concerned that the pump had stalled following the MRI. The patient was offered an appointment for pump interrogation and rule out for infection but did not show up to the appointment. It was indicated the event was possibly related to the device or therapy. No actions were taken and the issue resolved without sequelae on (B)(6) 2016. Pump logs provided indicated the pump had been interrogated on (B)(6) 2016 at 17:08 and was updated that same day at 17:08. These logs indicated that the pump did stall on (B)(6) 2016 at 09:33 and recovered on (B)(6) 2016 at 10:14 additional information was received from a healthcare provider via a clinical study reporting the pump was stalled for 40 minutes during the MRI. It was noted it is possible but unlikely that this caused the patient's symptoms. On (B)(6) 2016, additional information was received from a healthcare provider (hcp) via a clinical study. Additional information indicated the motor stall occurred on (B)(6) 2016 at 09:33 and a motor stall recovery was noted on (B)(6) 2016 at 10:14. Additional information was received. The etiology was updated as unlikely related to the device/therapy. The event was not related to the implant procedure. Additional information was received on (B)(6) 2017 indicating per the physician, "the pump was stalled for 40 minutes during the MRI. It was possible but unlikely that this caused the patient's symptoms." The event was deemed not device related.